Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned; it remains implanted. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that one similar complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that she was experiencing halos around lights and feels like there is something in her left eye (os). Reportedly, her vision has not improved and is getting worse as she can't read the guide on television and everything is blurry. The patient can't read far or close and it has gotten worst in the last 9 months. There were no complications. She hardly drives now because she pulled out in front of cars. Both eyes (ou) bother her, but the left eye (os) bothers her the most as reportedly there is something in it. It is itchy and dry and she uses drops all day. She was told by her doctor to get systane ultra lubricant and refresh eye drops over the counter for her eyes. The patient also indicated that the left eye (os) is the worse. Patient had bilateral lens implants. This report pertains to left eye. A report will be submitted for the right eye.